Manufacturer narrative:
Product was repaired at the stryker (B)(4) facility site. Device evaluation: the following tests were performed: functional test, general inspection, pressure seal test and a soak test. The fault found was interference at the plug end of the cable; the camera image was disturbed upon movement, which confirms the alleged failure mode of a grainy and distorted image. The camera cable was replaced to resolve the issue. Conclusion: the root cause of interference at the plug end of cable was confirmed. No additional investigation is required. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the 1288 camera is allegedly producing striations across the screen and a grainy picture when the scope is attached. He further reported that these are intermittent and that the striations are particularly noticeable when the cable is knocked. The striations were noticed during surgery and the customer reported that the theatre team allegedly tried 3 alternative scopes and various different light cables with the stack in an attempt to eliminate the striations. The case was completed using an alternative stack. This resulted in a 30 minute delay to surgery. There were no other adverse consequences for the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the 1288 camera is allegedly producing striations across the screen and a grainy picture when the scope is attached. He further reported that these are intermittent and that the striations are particularly noticeable when the cable is knocked. The striations were noticed during surgery and the customer reported that the theatre team allegedly tried 3 alternative scopes and various different light cables with the stack in an attempt to eliminate the striations. The case was completed using an alternative stack. This resulted in a 30 minute delay to surgery. There were no other adverse consequences for the patient.